Event description:
It was reported that during the device removal procedure, the port catheter allegedly detached from the port body and migrated. Reportedly, in the same procedure the catheter was removed under ultrasound without replacement. The patient was reportedly stable and discharged from the hospital.

Manufacturer narrative:
Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one titanium lp port with groshong catheter in two segments and a cath-lock were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a complete catheter break, as the two catheter fragments were complete separated from each other. The break surfaces at the ends of the fragments where the catheter is blue appeared to be relatively smooth. The shape of the lumen at both ends where the break occurred appeared to have an elliptical shape. However, the break surfaces where the catheter is translucent appeared to be uneven, jagged and not circumferentially aligned. In the break surface on the long distal fragment, a longitudinal split extending distally from the break surface was observed. The cath-lock was observed to not be completely seated on the port stem and slight mushrooming of the catheter against the port body was observed. Scoring marks/scratches were observed on the cath-lock. A sheet-like material was observed the proximal end of the catheter. The definitive root cause could not be determined based upon available information. Advancing the catheter past the midway point on can result in the catheter being pressed up against the port body and ¿mushrooming¿ of the catheter. This can cause the cath-lock not to seat properly on the port stem and catheter and may have contributed to the reported event. The scoring marks on cath-lock are consistent with characteristics of manipulating the cath-lock with tools (e.g. Hemostats). Advancing the catheter onto the catheter and port stem with tools may have contributed to the reported event. Other potential contributing factors are cath-lock misalignment, mushrooming of tubing at port stem base resulting in compression damage, catheter/catheter connection flexural fatigue during routine use and catheter embrittlement due to chemical degradation. The sheet-like material at the proximal end of the cath-lock may have been used to help secure the catheter and/or cath-lock and may have contributed to the reported event. However, it is unknown if procedural, usage and/or catheter indwelling issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during the device removal procedure, the port catheter allegedly detached from the port body and migrated. Reportedly, in the same procedure the catheter was removed under ultrasound without replacement. The patient was reportedly stable and discharged from the hospital.